Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer had cosmetic damage to their insulin pump. Customer stated there was scratches on their screen and the insulin pump's casing was also cracked. It was found the customer had a difficult time reading the screen due to the scratches. The customer stated their battery cap would not screw in correctly. Customer's blood glucose was unknown at the time of the call. The customer reported experiencing a high blood glucose of 500 mg/dl the night prior. The customer declined troubleshooting for their high blood glucose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.